Event description:
It was reported that the patient went to the hospital after hearing an "alarmtone ringing". Increased impedance and low sensing from the right ventricular (rv) lead was noticed. The lead extraction was attempted, the lead was torn and no new lead was implanted until the following day when the lead was then explanted. It was also reported that the device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) a partial lead was returned in segments and analysis found no anomalies. The defibrillator conductor was distorted. Several conductors were distorted, stretched with blood/body fluid (not obstructed). There was a defibrillator conductor fracture (overstress). The inner insulation and outer tubing were kinked/buckled. The outer insulation and outer tubing overlay were melted and the outer tubing overlay had cosmetic environmental stress cracking. All insulators were breached cut. The outer insulation had a cosmetic depression. The lead was stretched and had apparent explant damage.